Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer generated a leak during patient use. It was reported by their storeroom inventory coordinator that the set extensions were defective. The intravenous (IV) set extensions are leaking at the connection to the IV set. The item is also not screwing on correctly to the needles. There was no patient harm reported.

Manufacturer narrative:
Received three (3) new mc33150 smallbore pressure infusion ext sets for inspection. No defects or anomalies were noted. No mating devices were returned for inspection. Each set was leak-tested per product specifications. There was no leakage. The male luer of each set was measured and found to be iso-compliant. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 6/21/2024; d9 - device available for evaluation initial: yes.